Manufacturer narrative:
Product event summary: at analysis it was noted that there was something sticky present on the battery contact chips, that the device was too sensitive and that its calibration was not valid. The quote for the necessary repairs was rejected by the customer and therefore the device was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for inspection and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.